Manufacturer narrative:
H10: the event has been reassessed and determined to no longer be reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that there was a rattling noise in the bass of the quicklink delivery system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that there was a rattling noise in the bass of the quicklink delivery system. There was no reported patient injury.